Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735773, UDI#: h3, h6: multiple fdd/annex a codes were reported. A0719 was coded for shutting down unexpectedly. A1002 was coded for battery felt noticeably hot, very warm to the touch. A0708 was coded for battery temperature fault. A070803 was coded for not powering on at all. No products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was shutting down unexpectedly when plugged in. The camera cart was not powering on at all. During troubleshooting, the clinical specialist (cs) indicated the self test showed normal battery percentage, and the system passed the battery test. Technical services recommended clearing any excess dust or debris in the chassis to mitigate any risk of overheating. After leaving the system on for a while, the cs powered up the system and touched the battery, and it felt noticeably hot. The system's main cart then shut off unexpectedly, and the cs noticed the battery was very warm to the touch. The cs then opened another system and touched the battery to compare and confirmed that the problem system had a much hotter battery than any other navigation system. The cs took the battery out of the problem system and did not find any leak spots. Technical services believed this was the battery temperature fault that was causing the system to shut down unexpectedly. There was no patient involvement.

Manufacturer narrative:
H3, h6: the system was serviced in the field by a medtronic representative. The battery was replaced. Codes b01, c02, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.